Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead could not curve with the stylet, and a different stylet was used. Upon placing the lead, it was noted that the helix had failed to be extended and failed to retract. The lead was not used, and a new single chamber system was implanted. The patient was stable throughout the procedure.